Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not receiving the site reminder as intended. During troubleshooting with tandem technical support it was found that the pump date was inaccurate. Customer was unsure how the date became inaccurate. It was noted that the pump supplies were in use for approximately 5 days due to the site reminder not annunciating. Customer's blood glucose (bg) level became elevated (400 mg/dl). Customer reported they will change their supplies and deliver a bolus to address elevated bg levels. Tandem technical support guided the customer through adjusting the pump date, and the site reminder annunciated as intended.